Event description:
It was reported that during an unknown laparoscopic procedure, the clips loaded sideways into the jaws of the device. No other information is available. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the following information was requested, but unavailable: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? If so, when? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected nine of the remaining thirteen clips. Finally, it locked out as intended. No incident related to the reported event was observed during the batch record review.